Manufacturer narrative:
Analysis of the pump (serial# (B)(4)) revealed corrosion of the motor gear train.

Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The patient experienced withdrawal and was treated with orals. It was noted that the patient was doing fine currently. The plan was to replace the pump today. The drugs in the pump were morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the pump was replaced on (B)(6), 2012 due to the motor stall. No MRI was performed.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: unknown. Programmer: model# 8832, serial# (B)(4).